Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. During a scheduled cardioversion, the anterior defibrillator pad sparked, resulting in a minor first-degree burn to the patient. Device logs confirmed a 294j shock was delivered, with impedance fluctuating from 90.4 to 118 ohms, indicating poor coupling. The electrodes used were not returned for evaluation. The device log was reviewed and confirmed normal shock delivery parameters aside from impedance fluctuation. A device history record (DHR) review of the implicated electrode (lot # 1125a, propadz radiolucent solid gel) showed no manufacturing discrepancies. All retained samples passed impedance and defibrillation testing. The device functioned as designed. The r series operator's guide and instruction for use indicate that poor pad adhesion or air pockets under electrodes can result in arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The pro padz electrodes were not returned to zoll medical corporation for evaluation. However, the pads used during the event were evaluated by a zoll field technician at the customer's facility. Upon visual inspection it was noted that the anterior pad had clipped chest hair stuck to it, indicating that the patient's skin was not cleaned prior to pad application according to zoll guidelines. It is important to note that during defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. This could be for a variety of reasons including, but not limited to, skin preparation, electrode application, or poor coupling. Zoll recommends that patients are clipped and cleaned prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a 96-year-old, male patient, the anterior defibrillator pad sparked. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.